Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, when the device was interrogated, the gray bar was displayed. The gray bar was still present forty eight hours later. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.